Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the patient's pump and catheter was explanted on (B)(6) 2020. The rep was not at the explant, so they were unaware of what fluid that was in the pump, however the rep programmed it to minimum rate. The medication that was programmed into the pump at the time of explant was hydromorphone 11 mg/ml at 2.203 mg/day, bupivacaine 8.2 mg/ml at 1.6423 mg/day, and gablofen 409 mcg/ml at 81.91 mcg/day. The patient developed a fever and had a seizure while in the hospital before they could replace the pump and catheter. Since a complete system replacement was planned, the medical staff decided that they needed to eliminate the "variable of the pump" in order to treat the patient. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 8709; lot# serial#: (B)(6); implanted: on (B)(6) 2007; product type: catheter; h3: the pump was returned and no anomalies were found. The catheter was returned and analysis found a leak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-dec-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a healthcare provider via a company representative regarding a patient receiving hydromorphine 11 mg/ml at 2.203 mg/day, bupivacaine 8.2 mg/ml at 1.6423 mg/day, and gablofen 409 mcg/ml at 81.91 mcg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2020 it was reported that the patient had withdrawal symptoms. No errors were found on the pump. The healthcare provider was unable to aspirate from the side access port. The environmental, external or patient factors that may have led or contributed to the issue was reported as the following compounded drugs were in the pump, hydromorphine 11 mg/ml, bupivacaine 8.2 mg/ml, and gablofen 409 mcg/ml. The diagnostics and troubleshooting performed was a side port procedure and the healthcare provider was unable to aspirate. Through x-ray, it was observed that the catheter tip was at t12/l1 with an approximate needle entry point of l1/2 which leads the reporter to the conclusion that the catheter migrated out to some degree. No interventions were taken and the issue was not resolved at the time of the report. Surgical intervention did not occur but was planned and had been scheduled for (B)(6) 2020. The patient status was noted as alive, with injury with the injury reported as withdrawal symptoms. No further complications were reported regarding the event.